Event description:
I'm having a recurring problem, every month for the past 5 months. Seroma of right breast, (allergan 410 cohesive implant from (B)(6) 2007) onset of swelling, pain and rash on right breast that is hot to the touch plus fever, body aches and chills.